Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the programmer/controller was dropped. Patient stated since the controller was dropped, the battery cover would not stay closed and he had it tapped down. A replacement controller battery cover would be sent. It was mentioned controller battery cover was damaged. Patient would call healthcare provider (hcp) office about his symptoms and schedule an appointment for reprogramming session. Patient had weakness in leg and other symptoms in left leg. This would consider a sudden change in therapy and symptoms. Patient noted he received implant for his legs, and he had this weakness prior to receiving implant. Patient said current program was for the right leg. Patient mentioned he did have a program for both legs; however, it didn¿t work. Patient stated he had reprogramming sessions in the past and said that one person was particular good. It was mentioned patient experienced weakness in lower right part of right leg when riding a stationery bike, and it turned out that the bike was adjusted properly. No further com plication and events were reported.